Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that high and blood glucose. A follow up call was made to the customer with regards to hospitalization for their high blood glucose. Patient's blood glucose at the time of incident was 369 mg/dl. Patient's current blood glucose level was 379 mg/dl. Customer had symptom's like poor visions, unbalanced, confused, headache. Customer was advised to replace the insulin pump. Insulin pump will not returned for analysis.